Event description:
It was reported that the pump had a failed force sensor test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top of right plunger case was cracked; bottom case left side was missing rubber feet. Error history log review found a force sensor test. The root cause of the reported issue was found to be fluid ingression was found inside plunger assembly. Actions were taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger cable. Performed force sensor test which passed.